Event description:
This catheter was successfully placed. It was noted during a scheduled catheter exchange, this drainage catheter had fractured and eroded. No further details regarding the circumstances surrounding this event are available at this time. Should additional details become available, a supplemental medwatch report will be filed under the appropriate sequence number. This device has not been received for evaluation. Therefore, a failure analysis is not available. Without evaluating the device the company is unable to determine if the device met its specifications. The co believes user technique, and/or patient anatomy may have contributed to this event. However, the co is unable to determine the realtionship between the device and the cause for this event. The company's directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections."